Event description:
It was reported to manufacturer that the vns patient's generator was migrating wand "moving around a lot", subsequently causing pain at the generator site. Additionally, the patient reported that the generator is believed to have reached end of service, and she is unsure if she will have a new generator re-implanted if surgery occurs as her seizures seem to be under control. The patient subsequently had surgery where the generator was explanted, with no re-implant. The primary reason provided from the surgeon's office for the explant was due to pain at the generator site and migration of the device. Good faith attempts to obtain additional information and the explanted generator for analysis, but have been unsuccessful to date.